Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during the incoming inspection the iabp battery would not fully charge. There was no patient involvement, and no adverse event reported.

Event description:
This record is being cancelled as it is duplicate tw (B)(4) /medwatch 2249723-2021-00773.